Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had lumbar fracture due to which patient had to undergo lumbar fracture repair. During surgery, the screw was found slipped. It was explanted completely from the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: the inner hex of the bone screw is stripped. The treads in the head of the screw do not appear to be damaged and will pass a functional check. The threads on the bone screw shaft do not appear to be damaged. If information is provided in the future, a supplemental report will be issued.